Event description:
Amnihook came packaged with a hair seal throughout the package. Caught by obt when cs could not find where they belonged. Obt opened box to see what was inside to instruct on storage location and spotted hair. FDA safety report ID# (B)(4).